Event description:
It was reported the pt's device was removed due to infection in 2009. No pt symptoms or outcome were provided. Additional info has been requested but was not available on the date of this report.